Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd received one photo for investigation. Upon visual evaluation, the photo does not display the customer¿s reported failure mode. Additionally, bd was unable to determine the specific lot number associated with this complaint therefore, a review of the device history record could not be conducted. This complaint has not been confirmed for the indicated failure mode: overfill. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.